Manufacturer narrative:
No mc33213 product samples, videos or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no non conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. It was reported that the end connector (tip and luer lock) that sits into the angio was not fitting properly. It was leaking at the site and allowing air bubbles into the tubing of the connector. They followed the website instructions by pulling back on the luer lock and pushing the tip into the angio and sliding down the luer lock and tightening, yet it continues to happen. They stated that it feels as though the connector wasn't fitting into the angio well. They really have to push on the angio into the patients arm which causes discomfort. They also had 2 incidents where the clave wasn't connected to the hub of the connector, allowing the blood to flow quickly and freely into the line. The status of the product at the time of event was unknown. There was patient involvement and unknown adverse event. The sample was not available for evaluation since it was thrown into the sharps bin. The medication leaking at the time of event was primed extension with normal saline.

Manufacturer narrative:
The sample was discarded, investigation pending. (Lot history records)